Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was reusing cartridgess. The customer was educated on the proper load techniques. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy until they get new cartridges.